Event description:
I received a total right hip replacement (B)(6), 2006 and started experiencing excruciating pain in the hip around (B)(6) of 2007. I contacted the surgeon and he suggested that I get injections to the hip. I had a number of injections for couple of years and none of them work. Then on (B)(6), 2009 another surgery was performed by the same surgeon, to try to alleviate the pain. Unfortunately for me that did not help either. So on (B)(6), 2011, I decided to get a second opinion and it was discovered that the right hip was longer the left hip. The doctor which I saw gave me some stretching exercises for the right hip and suggested that I wear a gel heel lift for six week. I did as he prescribed along with the exercise. I had tried to get a second opinion with original surgeon, but he would not honor my request, he stated that his colleagues would find nothing wrong and it would be a wasted of time. My pain level has decreased somewhat and I still wear the lift, a new one which I order online from (B)(4), this site was given to me by the new surgeon.